Manufacturer narrative:
This supplemental report is being submitted for the UDI of the device.

Manufacturer narrative:
Device is not returned as the issue was resolved in troubleshooting. An actual device evaluation is not performed. Evaluation is done with historical data and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for this device was the receiving of the b30 error message. Since the error was resolved by cleaning the connector pins of the endoscope, it is presumed that the error occurred because the user connected the video connector with foreign matter such as dust, dirt, or the residue of the chemical liquid adhered to the electrical contacts. When dust or dirt is attached to the electrical contacts, communication between the video processor and the endoscope cannot be performed normally, and scope communication error (b30) occurs. The instructions for use includes the following statements: ¿ b30 error (scope communication err). Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.

Manufacturer narrative:
Additional information is not available for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during set up for a procedure the device gave a b30 scope communication error. The device was powered off and the scope pins wiped down with alcohol. With this the device worked as needed without any errors. There was no patient involvement.